Manufacturer narrative:
(B)(4). Batch # r58f4c. The analysis results found that the ecs33a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the increased time under anesthesia change the post-operative care of the patient? Nothing significant. Patient was just monitored closely. No issues. If yes, please describe. How much blood was lost (mls)? Cannot recall. Did the patient require a transfusion? No. What is the current patient status? Recovering well.

Manufacturer narrative:
(B)(4). Batch # r58f4c. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the procedure was prolonged over three hours and there was more blood loss. Did the increased time under anesthesia change the post-operative care of the patient? If yes, please describe. How much blood was lost (mls)? Did the patient require a transfusion? What is the current patient status?

Event description:
It was reported that during a colectomy, when the ecs33a was removed from the colon after firing, it was reported that the anastomosis completely came apart as if the staples did not deploy properly or form. Another device was pulled, this time a ecs29a. The device was fired correctly with the rep in the room, however the donuts were not complete. It looked as it the circular stapler was fired on open staples from the previous device and a leak test was performed with bubbles. The surgeon completed the anastomosis with hand-sewing technique. The belief is that the first stapler did not deploy staples properly and only cut the colon. Prolonged procedure over 3+ hours additional. More blood loss and time under anesthesia. Action taken for procedure:new device used plus hand sewing anastomosis.